Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip jumping open during lock line removal and intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A ntw clip was positioned on the valve, and the first establishment of final arm angle (efaa) was completed successfully. Upon lock line removal, the clip arms jumped open . The clip was re-closed and the lock line was removed. Second efaa was completed and the clip moved forward with deployment. After detaching from the delivery system the clip relaxed at 20 degrees. A second clip was implanted for stabilization. The procedure was completed with mr reduced to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked (cowl) and clip jumping open could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account was further reviewed by an abbott clinical engineer. The reviewer noted that "four (4) fluoroscopic videos were provided. The first two videos were taken during active use of the first cds (reported device) and are the same video. At the beginning of the videos (00:00 mark), the delivery catheter (dc) l-lock shaft is mechanically separated from the clip as a there is a small but noticeable gap/space in between the l-lock tines and the connector of the clip. This indicates the videos were taken after deployment maneuvers, specifically, the videos starts after the actuator knob was retracted (facilitating full mechanical separation). As the videos progress, the dc shaft is retracted away from the clip. In the video, the clip arm angle appears to be ~20°-30°. In addition, there is no apparent change in arm angle in the videos; the clip arms remain stable. The last two videos were taken during active use of the second cds (no reported issue). In the videos, the first implanted clip (reported device) and second clip (no reported issue) are in the same relative line of sight relative to the fluoro view. At the 00:00 mark, the dc l-lock of the second cds appears to be mechanically attached to the second clip. As the video progresses, the l-lock shaft is detached and the dc shaft is retracted, leaving the two fully deployed clips at the end of the video. The clip arm angle of the first clip (reported device) appears to be ~20°- 30° and remains unchanged as compared to the first two videos. The arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. The videos provided align with the reported events that the post deployment (mechanical separation from dc shaft) clip arm angle was ~20°. However, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made based cine." The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).